Manufacturer narrative:
The subject device has not been returned to omsc for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. - instrument channel: enterobacteriaceae (>1000cfu/20ml) - air/water channel: enterobacteriaceae (11cfu/20ml) and coagulase-negative staphylococci (12cfu/20ml) the device had been reprocessed with an olympus automated endoscope reprocessor model etd3 basis paa (not available in the USA) using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus europa k.g (oekg). Oekg sent the subject device to a third party laboratory for microbiological testing. As a result of the testing, the sample collected from the instrument channel of the device tested positive for unspecified microbes (2cfu/channel) and the air/water channel of the device tested positive for unspecified microbes (3cfu/channel) . The testing result cleared the german guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.